Manufacturer narrative:
No ge service was performed. Customer did not accept quote.

Event description:
The customer reported, poor image quality - the image is overexposed, no bone structure visible, only metal. The image is unusable. No pt injury was reported.